Event description:
The operator was loading a biological indicator into a century steam sterilizer (16" prevac). The operator with her bare hands was trying to place the indicator directly on the rack inside the sterilization chamber beside/between the shelves. The operator claims that a burst of steam entered the chamber and burned her hand. There were no witnesses to this incident. The injured operator was seen in the hospital's emergency room and transferred to the hospital's burn unit. Skin graft surgery for the operator was scheduled.

Manufacturer narrative:
Steris svc tech inspected the century steam sterilizer (16" prevac). The tech disassembled and inspected the s-2 valve and found it to be in good condition. The technician tested the sterilizer operation in both service mode and operator mode with no problems. The technician was unable to duplicate the sterilizer malfunction as described by the injured operator. The century small operator's manual (129367-408) in the summary of warnings and cautions (pages 1-1 through 1-3), sterilization techniques - biological monitors (pages 2-4) and sterilizer operation (pages 4-1,pages 4-3 through 4-4) clearly inform potential users of the proper instructions for placing a biological indicator in the sterilizer and the need for personal protection equipment when placing items within the sterilizer. Steris complaint history over a five year period indicates no other customer complaints for this facility.